Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken hanger assembly. It was also indicated that the output connector assembly was broken and that the main printed circuit board (pcb) was damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing the hanger. The epg was returned for repair and test and calibration. There was no patient involvement.